Event description:
It was reported that following hip surgery, the patient received an over infusion of normal saline. 1000ml of normal saline was set to infuse at a rate of 65ml/ hour, however the infusion was completed in one (1) hour. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that following hip surgery, the patient received an over infusion of normal saline. 1000ml of normal saline was set to infuse at a rate of 65ml/ hour, however the infusion was completed in one (1) hour. There was patient involvement, but no harm.